Event description:
Rn (caretaker) for home pt (hp) contacted baxter's technical service center for assistance during apd therapy. Rn reported pt was experiencing a "heart attack" and the treatment needed to be discontinued. Technical support assisted the rn in ending therapy. Follow up with hp indicated pt was taken to the emergency room by paramedics for evaluation. The hp reported they experienced chest pain that was radiating to their back. The hp stated that some tests were taken at the e.r. Which revealed pt did not have a heart attack but that the pain may have been attibuted to stress. Per the hp, the pt was discharged and was treated with ibuprofen (dose unk). The hp reported the symptoms had subsided, and pt was feeling fine. Per the hp, they did not resume dialysis therapy the day of reported incident. Follow up with the hp's rn provided no additional info.